Manufacturer narrative:
A supplemental MDR is being submitted due to completion of the investigation as well as medical records being received. The following sections have been updated: b1, b2, b4, b5, b7, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was not provided by the site. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU for commander delivery system with s3/s3u thv was reviewed. Potential adverse events include, 'paravalvular or transvalvular leak' and 'valve regurgitation'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for regurgitation - unknown was confirmed based on medical record. A review of the DHR, lot history and complaint history review provided no indication that a manufacturing non-conformance would have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation (including transvalvular leak and paravalvular leak) is a potential adverse event associated with bioprosthetic heart valves and the tpvr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In addition, paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to limited information provided, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported to the implant patient registry (ipr), 2 years, 2 months, and 16 days post-implant of a 23 mm sapien 3 ultra (s3u) valve in the aortic position, the 23 mm sapien 3 ultra valve was explanted and a surgical valve was implanted. The reason for explant is unknown regurgitation. The op note received was brief with no details of the pre-existing 23mm s3u valve or patient status.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported to the implant patient registry (ipr), 2 years, 2 months, and 16 days post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the 23 mm sapien 3 ultra valve was explanted and a surgical valve was implanted. The reason for explant is unknown.